Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported foot detachment appears to be related to interaction with the patient calcification. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event, tests, and therapy: date estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using proglide devices. Reportedly, five proglide devices failed. One device had a posterior foot broken off. The foot was retrieved. There was no surgical intervention. There was a clinically significant delay in the procedure reported. An unspecified method was used to achieve hemostasis. No additional information was provided.